Event description:
Phlebotomist was drawing a pt and noticed blood leakage on the gloved hand as well as on the pt. Phlebotomist tried to get needle out of tube but needle was stuck. Placed needle/holder/tube down in order to attend to pt. When phlebotomist went back to pick up unit, plebotomist apparently nicked herself with needle.